Event description:
The pt reportedly developed a corneal ulcer while wearing acuvue oasys contact lenses. The pt's first dr visit was early 2009. The pt reportedly experienced eye pain for about 1 week prior to the visit. Multiple attempts have been made to obtain additional info regarding the diagnosis and treatment of the reported corneal ulcer. A message was received approx a month later indicating info would be sent to our firm; no additional info has been received to date. Any additional info will be submitted within 30 days of receipt. MDR events are reviewed at quarterly mgmt review meetings.

Manufacturer narrative:
Labeled for single use and reuse. No conclusion can be drawn.